Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) remotely accessed the station, and verified that the device was functioning normally. Printer functionality and communication were also validated, and all components were confirmed to be operating as expected. The system functioned as intended when technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machine remained stuck in critical override followed a complete system failure over the weekend, and a hard reboot does not resolve the issue. Additionally, the patient label printer was printing labels vertically instead of horizontally, and at times failed to print altogether. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.